Event description:
Mfg report reference: 1627487-2019-04813. Follow up information received that the patient's pain at the anchor site has been resolved.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 1627487-2019-04813. It was reported that the patient experienced pain at the anchor site. The patient underwent surgical intervention on (B)(6) 2019 where the physician buried the anchor deeper. Note: it is unknown to the manufacturer which anchor was causing the pain. Therefore both anchors are being reported on.